Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("very painful menstruation"), adnexa uteri pain ("ovarian pain"), headache ("headaches"), back pain ("backache"), arthralgia ("joint pain"), hemianaesthesia ("right side of the face was numb"), swelling ("swelling") and polyp ("polyps") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparotomic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, adnexa uteri pain, headache, back pain, arthralgia, hemianaesthesia, swelling, polyp and uterine leiomyoma outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, back pain, dysmenorrhoea, headache, hemianaesthesia, pelvic pain, polyp, swelling and uterine leiomyoma to be related to essure (ess205). The reporter commented: after the removal of the essure device, sequelae and symptoms that are difficult to repair have been caused. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 42 year-old female patient who had essure (ess205) inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of augmentation mammoplasty, esotropia, parity 2 and gravida ii. Patient did not have any relevant personal medical history at the time of the events. Previously administered products included: microgynon [ethinylestradiol;ferrous fumarate;levonorgestrel]. As concurrent condition the report mentioned scoliosis. The only concomitant product mentioned was condrosulf (chondroitin sulfate sodium). In 2005, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), dysmenorrhoea ("very painful menstruation"), adnexa uteri pain ("ovarian pain"), headache ("headaches"), back pain ("backache"), arthralgia ("joint pain"), hemianaesthesia ("right side of the face was numb"), swelling ("swelling") and polyp ("polyps") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparotomic hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered adnexa uteri pain, arthralgia, back pain, dysmenorrhoea, headache, hemianaesthesia, pelvic pain, polyp, swelling and uterine leiomyoma to be related to essure (ess205) administration. The reporter commented: after the removal of the essure device, sequelae and symptoms that are difficult to repair have been caused. Essure insertion date discrepancy noted: (B)(6) 2008. As part of the patient follow-up carried out after the insertion of the devices, a radiological study and a satisfaction survey were conducted. The correct placement of the device was confirmed both by the radiological study recommended in the clinical guidelines after insertion as well as in the satisfaction survey carried out 6 months after insertion. The patient reported a 'very satisfactory assessment, in addition to highlighting 'simplicity and comfort'. Experts opinion: to date, no causal relationship has been found between the essure® devices and the symptoms reported in the complaint. There is no documentary evidence of the alleged symptoms until april 2018, where reference is made to low back pain, symptoms which are compatible with the spinal pathology which ails this patient (scoliosis). Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2008: correct position: [pathology test] (date unknown): cyst measuring 1 cm in lower-outer quadrant (right breast) bi-rads 4b. Already known nodule with heterogeneous echogenicity measuring 2 cm in upper quadrants junction (left breast), possible hamartoma. [Ultrasound scan vagina] (dates unknown): retroflexed uterus with irregular endometrium in fundus, with an image suggestive of submucous myoma or an endometrial polyp of 1 cm and ultrasound-guided core needle biopsy performed on cyst in lower-outer quadrant, lower quadrant junction (right breast). [X-ray] (date unknown): pain in the lumbosacral region, especially on the left side. Slight reflex in the left buttock. No pain in lower limbs. In addition, there are dysesthesias in both soles of the feet. Not in other areas. No cramps. Upon examination, normal spinal column movement. Negative to lasègue's sign. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 18-oct-2023: follow-up: medical history added, reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), polyp ("polyps and fibroids"), swelling ("swelling"), headache ("headaches"), back pain ("backache"), arthralgia ("joint pain"), adnexa uteri pain ("ovarian pain"), dysmenorrhoea ("very painful menstruation") and hemianaesthesia ("right side of the face was numb") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparotomic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, polyp, uterine leiomyoma, swelling, headache, back pain, arthralgia, adnexa uteri pain, dysmenorrhoea and hemianaesthesia outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, back pain, dysmenorrhoea, headache, hemianaesthesia, pelvic pain, polyp, swelling and uterine leiomyoma to be related to essure (ess205). The reporter commented: after the removal of the essure device, sequelae and symptoms that are difficult to repair have been caused. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.